Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor glucose was in the 40 mg/dl range when his blood glucose was actually 127 mg/dl. When he removed his sensor the electrode was missing. The customer stated that he also gets bent cannulas due to being lean. The sensor with the missing electrode will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Also the introducer needle was inspected for burrs, hooks and dull needle tip defects none were found, the introducer needle passed per specifications.